Manufacturer narrative:
The report of autoreducing was confirmed. Analysis of the returned lead extension b found it was damaged; a broken wire was observed in the same location as where the nitinol was broken. Testing of lead extension b confirmed an open at channel 6.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patients extensions displayed high impedance. As a result, surgical intervention may be pending to address the issue. Both leads are being reported as it is unknown which lead is affected.

Event description:
It was reported surgical intervention was undertaken wherein the extensions were explanted and replaced resolving the issue.